Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the battery gauge was fluctuating and the pump was experiencing cartridge and insulin delivery issues. There was no reported adverse impact to the customer's blood glucose level. Multiple attempts were made by tandem technical support to follow up, however further information was unable to be obtained.